Event description:
Healthcare professional reported later in the day after injection in "nasogenian groves/folds and the lip" with juvederm ultra plus xc, pt developed "swelling and redness to the injection sites and the areas around the injection sites." Pt was treated with prednisone and chlor-trimeton repetabs.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time the event of redness and swelling ar physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.